Event description:
(B)(4). Painful periods (awful cramping), migraines, painful intercourse, constant lower abdominal tenderness, heavy bleeding with large clots during monthly cycle, fatigue, numbness in extremities, lower back pain. Spoke with my doctor on multiple occasions about symptoms. She wanted to do a hysterectomy. I opted not to.